Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported tissue damage could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted successfully. To further reduce mr, a third clip was advanced to the mitral valve. Immediately after leaflet grasping and closing of the clip; a posterior leaflet rupture occurred. The clip was implanted, and mr was reduced to 3. No additional treatment is planned. No additional information was provided.